Event description:
Pt implanted in 1999 in the upper and lower vermilion borders. Onset 07/1999 of implant extrusion and infection. Pt treated with keflex on 07/14/1999. The implant was explanted 1999 and the pt treated with bicillin and clindamycin.